Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high capture thresholds, low impedance and loss of sensing. The lead was not used and a new lead was implanted. No patient symptoms were reported.